Manufacturer narrative:
Updated and corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic (braun nucleaus) balloon. Upon initial deployment of the valve, the non-coronary cusp (ncc) side of the valve was observed to not expand correctly. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Two additional deployment attempts were made, and the valve was subsequently recaptured each time. The system was then withdrawn from the patient, and another pre-implant bav was performed, with a 22 mm balloon. A new valve and dcs were utilized to successfully complete the procedure. No patient complications were reported as a result of this event. Additional information was received that clarified that the two additional deployment attempts were made with the first valve due to expansion-related issues.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex, in a ziplock bag in a pouch in a ziplock bag wrapped in bubble wrap in its original jar, fully submerged in a clear, unknown solution. All leaflets showed signs of damage. L1 and l3 had a longitudinal cut to the margin of attachment to the free margin. L2 was cut out. Leaflets l1 and l3 were in the closed position. L2 was gone. All commissures appeared intact. No signs of damage on the frame. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The c-paddle was a little off. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no in-fold was noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of expansion, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No in-folds were noted during the deployment simulation and the valve deployed to full expansion. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. Upon initial deployment of the valve, the non-coronary cusp (ncc) was observed to not expand correctly. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Two additional deployment attempts were made, and the valve was subsequently recaptured each time. The system was then withdrawn from the patient, and another pre-implant bav was performed, with a 22 mm balloon. A new valve and dcs were utilized to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date {n/a}: select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.